Event description:
It was reported that the patient's left ventricular lead had dislodged and was not capturing. The lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and no capture. Final analysis found that, as received, a complete lead was returned in one piece. The reported events of dislodgement and loss of capture were not confirmed. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.